Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Field service specialist (fss) visited the account and checked the system. Fss found max energy low but in the acceptable scope. He decided to change the glass and optimize the laser as a preventive measure to ensure max energy drop from occurring. He reported there is no relation between this and the flap issue. Fss mentioned that system had no issue and the flap issue was due to the user application. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported while creating 1/4 of the flap, obl (opaque bubble layer) occurred. Initially, obl was not too much. But when completing the laser firing, it covered approximately 3/4 cornea. When attempting to lift it was difficult and noticed a thin flap. Surgeon did not proceed. The surgery was delayed for 1 month and during this time it was reported patient used eye medicine (unknown) that promoted recovery of cornea and antibiotic. After second surgery, patient's vision reached desired results. It was reported it was only one case and after this event all surgeries were ok.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.